Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- patient was revised because she felt as though she was subluxing. Evidence of subluxation was reportedly found intra-operatively. Update rec'd 10/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are now reporting the liner and head due to litigation being received.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Reason for original complaint- patient was revised because she felt as though she was subluxing. Evidence of subluxation was reportedly found intra-operatively. Update rec'd 10/8/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain. We are now reporting the liner and head due to litigation being received update 01/31/17¿ pfs and medical records received. Pfs also alleges metal shavings and discomfort. After review of the medical records for MDR reportability, the revision operative note indicated instability, subluxation, and malpositioned cup. There was no mention of metal shavings within the revision operative note. The cup is being added to the complaint. While removing the primary cup a piece of metal broke off the moreland chisel-this will be covered in a different complaint.